Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's father that the device delivered an unexpected insulin bolus dose everyday at the same time. This insulin bolus was not requested or initiated by the customer. The issue was identified when reviewing therapy trends on the dexcom device. The customer did not require medical intervention, but was given glucose tablets to increase his blood sugar.